Manufacturer narrative:
On 27-jun-2018, the system was shipped to the dealer ((B)(4)) according to the end user specification provided. Dealer stated that the incident is not because of any system malfunction. However, an injury has been involved in this incident so we consider it as a reportable

Event description:
On (B)(6) 2018, motion concepts was informed by (B)(4) (motion concepts importer), that one of their dealer at (B)(4), was notified of an accident that took place on (B)(6) 2018. The dealer reported that the system was hit by a car while crossing the road. Unfortunately, he was injured with broken tibia/high quad no pain. As of now, has 24-hour care giver. Dealer stated that the incident is not because of any system malfunction.